Manufacturer narrative:
Additional information was added. H4: the potential lot number 19m035 manufacture date is november 14, 2019 - november 16, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the suspected lot is 19m035. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that 52ml of solution remained in the device. The device had been filled with piperacillin / tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.